Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2117903) on 20-sep-2021. The most recent information was received on 24-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure came out of the tube and migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required) with abdominal pain, device allergy ("allergy to the components of essures") with skin irritation, myalgia ("diffuse muscle pain"), tooth fracture ("broken teeth"), vision blurred ("blurred vision") and memory impairment ("impaired memory"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device allergy, myalgia, tooth fracture, vision blurred and memory impairment outcome was unknown. The reporter considered device allergy, device dislocation, memory impairment, myalgia, tooth fracture and vision blurred to be related to essure. The reporter commented: salpingectomy and hysterectomy on (B)(6) 2021 to remove the essures (an essure came out of the tube and migrated). Very traumatic for her. Depression. She has been scratching until bleeding for 4 years. She was desperate until she learned that it came from the essures (test allergic + +). All her unexplained ailments came from the implants. Her life had become a nightmare. Forced to have her uterus and tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Allergy test - on an unknown date: + + allergy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure came out of the tube and migrated') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required) with abdominal pain, myalgia ("diffuse muscle pain"), tooth fracture ("broken teeth"), vision blurred ("blurred vision"), hypersensitivity ("allergy to the components of essures") with scratch and memory impairment ("impaired memory"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, myalgia, tooth fracture, vision blurred, hypersensitivity and memory impairment outcome was unknown. The reporter considered device dislocation, hypersensitivity, memory impairment, myalgia, tooth fracture and vision blurred to be related to essure. The reporter commented: salpingectomy and hysterectomy on (B)(6) 2021 to remove the essures (an essure came out of the tube and migrated). Very traumatic for her. Depression. She has been scratching until bleeding for 4 years. She was desperate until she learned that it came from the essures (test allergic + +). All of her unexplained ailments came from the implants. Her life had become a nightmare. Forced to have her uterus and tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test - on an unknown date: + + allergy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.